Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the nozzle had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the investigation results, foreign material was found inside the nozzle, could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. Could not specify with the obtained information what the foreign material was. Could not specify the root cause of the remaining foreign material. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "chapter 3 preparation and inspection" describes the methods for detection. Chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes the methods for prevention." Olympus will continue to monitor the field performance for this device.